Event description:
It was reported that an escape basket device was used during a procedure. The basket was not opening upon use, and it was noticed that there was a broken wire coming out from the handpiece. There were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of pull wire break.